Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition that the flow rate was not exact. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/30/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the flow rate was not exact.